Manufacturer narrative:
(B)(4). The original reports were submitted on time and accepted. This report is re-submitted due to an FDA request to submit report as an initial MDR with the corrected MDR number. The correct MDR number is 8040412-2016-00133. The device lot number was not provided; therefore, a DHR review could not be conducted. One actual sample was returned for investigation. Based on the complaint description, the catheter fell out of patient while walking. The complainant found out that the there is a small slit on the balloon. This issue was noticed during the usage stage indicating that the product is functionally fit prior use. Visual inspection was conducted on the returned sample to observe any abnormality on the catheter. The sample was found to be in good condition apart from the torn balloon. The balloon was torn near the distal area of balloon. The bonding area between the balloon and shaft however is perfectly intact on both ends of the balloon indicating that the gluing for bonding is sufficient. This is justified since there is a fraction part of balloon material still remain near the torn area. Closer examination on the torn balloon area under dino-lite, a high magnification microscope (40x magnification) revealed scratch mark near the torn region. Balloon torn may occur due to various reasons such as contact with sharp object during handling or in contact with pointed surface like bladder stone or encrustation or over inflation. Other remarks: this might also cause by excessive force applied during the usage stage that could further initiate the torn balloon. In this case it appears quite likely that the scratch mark had initiated the tear. In our standard operating procedure, there are several stages of visual inspection being carried out. The raw balloons are subjected to 100% visual inspection using magnification lens. Defective raw balloon will be culled out before sent to the next process. After assembly, all foley catheters are then subjected to leak test whereby the balloons are inflated, inspected and left for 20 minutes to detect reduction in size in which indicating a leakage in the catheter system. Product that passed this test will be subjected to the next process. Based on the investigation and testing conducted on the actual sample, the torn balloon could had been due to contact with sharp or pointed object such as encrustation or bladder stone that weaken the balloon membrane resulting the thin balloon membrane to be torn or excessive force applied during usage. However, this complaint could not be confirmed as stated.

Event description:
The catheter fell out of the patient while walking. Upon inspection, the balloon was deflated, and a small slit was found in the balloon when inflation was attempted using saline. The patient's condition was reported as fine.